Manufacturer narrative:
Device evaluated by MFR: only the stent pertaining to the stent delivery system (sds) was returned for analysis. A visual examination of the returned stent found extensive damage to the entire stent including distortion to the segments, raised and elongated. Tip profile, hypotube profile, and shaft polymer extrusion profile were not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x24mm promus element ¿ stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the stent struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.(B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x24mm promus element stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the stent struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.